Manufacturer narrative:
Of the 9 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 6 were found to be malfunctioning due to moisture ingress. During investigation for unrelated allegations, there were 3 additional blank display screen issues with related moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank display screen with moisture ingress. These reports were received from various sources. The patients associated with this allegation ranged from 16-59 years of age and between 85 and 270 pounds. Of the reported patients, 6 were male and 3 were female.

Manufacturer narrative:
Follow up #1 07/28/2017. Device evaluation: in q2 2017, there was 1 instance of a blank display screen with moisture failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.